Manufacturer narrative:
The impella device was not received by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Long-term outcome and quality indicator (loqi) impella registry notification received 2023-09-25 for ventricular arrhythmias occurring during support. Required multiple cardioversions, lidocaine boluses, dopamine bolus, amio bolus, mag, procainamide etc. The patient presented for impella support for cardiomyopathy.